Event description:
The customer reported that during fluoro, the left monitor would go black on the 9800 system. No pt injury was reported.

Manufacturer narrative:
The MFR's service rep performed an on site investigation. The service rep re-seated the image processor and the display adapter. The system was tested and is operating as intended.